Event description:
Customer contacted saalt on 11/05/2019 to explain that the stem came off her saalt cup while she was attempting to remove the cup by pulling on the stem. When she attempted to remove the cup after the stem had come off, she explained that the cup moved out of reach. Customer went to the ER to have her cup removed. Saalt responded with a request to have a phone call with the customer. Saalt contacted customer by phone on 11/11/2019 to gain further information. Customer explained that the cup had been inserted for 12 hours by the time it was removed at the ER. Saalt issued a refund and sent the customer a replacement cup.